Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to the device being in safety mode. No additional adverse patient effects were reported.